Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was up to almost 500 mg/dl at time of incident and current blood glucose level was 174 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for hyperglycemia. Customer was not in auto mode feature. Customer did not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer did not have a tubing clamp available for detection of an occlusion. Advise to change entire set, reservoir and insulin and treat per health care professional instructions. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.